Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 11cm in diameter thoracic aortic aneurysm. It was reported that the patient presented emergently with a distal type I endoleak. The physician performed a secondary intervention and a valiant 46/46/200 was implanted, resolving the endoleak. The physician stated that the cause of the distal type I endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.